Event description:
The oximeter with a multi-site sensor was in continuous use. It was taped to the pt's index finger. The pt's rn reported to the respiratory therapist that she found the sensor off the finger and it appeared to be hot. The respiratory therapist turned the monitor off and found the sensors led remained lite and was very hot. The sensor was unplugged from the monitor and removed from service. The sensor site was changed approx 4 hrs prior to the problem. The pt was treated for a 1 cm second degree burn. The hot sensor, with the power turned off, was reproduced again by the r. T. Supvs. However, it cannot be reproduced again.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. Date last serviced: 01-sep-93. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: component failure, oximeter. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, other. The device was not destroyed/disposed of.